Event description:
Healthcare professional (hcp) reports a blood leak noted into the dialysate compartment during pt treatment. New disposables used to continue treatment without incident. Dialyzer reused prior to this report; number of times unknown. Hcp reports no pt injury or need for medical intervention.